Event description:
Pump was programmed to infuse a 250 ml bottle of "ivacore" at 21 ml/hr. However, the infusion completed in 3 hrs instead of 10 hrs. No medical or surgical intervention was reported. No add'l info was obtained.